Event description:
On (B)(6) 2020, the user contacted dario to report a high blood glucose reading. From (B)(6) received a high blood glucose (bg) level of 157 mg/dl compared to 107 mg/dl from her other meter, fasting. The user reported that due to the above, she adjusted her medication as follows: first took bydureon (thinks 0.5 mg), and then injected trulicity (increased amount from 0.75 mg to 1.5 mg). When the reading did not decrease, she injected victoza 1.2 mg and took a daily tablet of amaryl 4 mg. There were no adverse effects due to the increase in medications, however the user's blood glucose reading remained high on the dario meter, and was lower on the other meter. While on the call with dario's representative, it was determined that the user's strips were opened for more than 45 days. Dario's representative then instructed the user to take her blood glucose reading with a strip from a new sealed cartridge. The results with the dario meter and her other meter were 1 point apart. Dario's user guide, states in the section regarding "factors that may lead to inaccurate results", "the length of time that has passed since first opening the test strip package exceeds the shelf life" may lead to inaccurate results. Dario's representative reminded and explained that strips that have been opened for more than 30 days can cause high readings. The user realized that it was her error. Therefore, it can be determined that there was misuse of the device (off-label use). This complaint is not confirmed.